Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial lead exhibited high capture threshold. The lead was repositioned multiple times and the helix would not extend. The stylet was removed and could not be inserted back into the lead. Blood was noted in the middle of the lead. The lead was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.